Event description:
The lead was implanted on (B)(6) 2001 and explanted on (B)(6) 2012. The lead was removed due to infection. The physician was dr (B)(6). Unknown hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).